Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was noted. Only a partial rinseback was performed due to incorrect cartridge connections made by the operator, resulting in an estimated blood loss of 50 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not make the correct connections for rinseback. Clear fluid was observed, indicating that the cycler alarmed appropriately. The disposable cartridge was not returned at the time of this report. The reported leak cannot be confirmed. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.